Event description:
(B)(4). Complete hysterectomy uterus, cervix , tubes and ovaries removed (B)(6) 2016.

Event description:
(B)(4). On (B)(6) 2016 scheduled for a full hysterectomy.

Event description:
(B)(4). Severe abdominal pain and cramping before during and after menstrual cycle. Heavy bleeding and clotting during cycle. Longer than past menstrual cycles. Pain in lower abdomen, lower back radiating into my legs. In the last 3 to 4 months, the pain has become overbearing. Causing almost constant stomach cramping as if I am always on my period. This intern causing lifestyle changes.